Event description:
On (B)(6): cathex distributor, (B)(4), reports via e-mail; we found at incoming insp product sterile packaging was not sealed. No pt use.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.